Event description:
The device was used during a video assisted thoracic surgery lobectomy procedure. Reportedly, the approximating lever broke and the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.